Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient left a voicemail with patient services stating the device had malfunctioned and requested reimbursement. The device had been explanted and replaced. No patient complications were reported as a result of this event.